Event description:
A hydrothermablation procedure set was used during a hysteroscopy procedure. According to the complainant, approximately seven minutes into the ablation procedure, a fluid loss alarm at 20cc's per min was displayed. Fluid loss was noticed by the physician around the cervix. There was a 4x4 sponge in the vagina. The case was aborted. Follow up info rec'd on 20aug09 and 10sep09, confirmed that the cervical leak took place when the saline was at approximately 93 deg,the cervix was not over dilated, and the anatomy of the pt was normal. The physician confirmed that there was a 1st degree burn caused by the cervical leak. Silvadene cream was used for the treatment of the burn. The procedure was not completed due to this event, and there were no further pt complications reported.

Manufacturer narrative:
The complainant indicated that the device is available for return, but has not yet been returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed.